Manufacturer narrative:
Evaluation summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: sedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) thresholds gradually increased over time, reaching intermittent high levels. Rv lead fracture was confirmed via chest x-ray. The x-ray also revealed that the atrial lead was completely severed at the clavicle. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.